Manufacturer narrative:
B3: date of event has been estimated. D4: a partial UDI was provided as the lot number is not known. The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire had an irregular texture (sticky), contributing to difficulty during advancement and removal of an imaging catheter. Factors that may contribute to a perceived irregular texture include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, material properties, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported irregular texture or difficulty during advancement/removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported as a general comment that when the dragonfly opstar imaging catheter is advanced over the hi-torque (ht) balance middleweight (bmw) universal ii guide wire, resistance is felt due to the guide wire being sticky. More force than usual is needed during advancement and during removal causing the dragonfly opstar to jump when being pulled out. A non-abbott guide wire is sometimes used with the same issue with the imaging catheter. After 30-45 minutes of procedure time and/or several pullbacks in different vessels, the imaging catheter is hard to advance and hard to remove over the guide wires. It¿s possible there are coating issue with the dragonfly opstar. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.